Event description:
It was reported that the pt underwent a spinal procedure using posterior fixation at occipital-t2. Three centered screws in midline plate backed out post op. The doctor is continually monitoring the pt. No revision surgery is planned at this time.

Manufacturer narrative:
Device remains implanted. Product return is not possible at this time. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.